Event description:
It was reported that a device embolization occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx laa closure device was being implanted. Immediately following release of the closure device, the closure device shifted and embolized completely out of the laa and into the left atrium. This was identified via fluoroscopy and intracardiac echocardiography (ice). The closure device was percutaneously snared, and no new closure device was implanted. The patient was hospitalized overnight and an echocardiography was performed. The patient was discharged home the following morning. The future plan is a retry of closure device placement with another watchman closure device, however, a date has not been disclosed.